Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive and motor error. The customer blood glucose level was unknown. It was reported that they had scratches on screen that effect the visibility and also had up and down buttons were less responsive. It was reported that they had button error and unspecified error. The customer reported that they had more frequent no delivery alerts. Customer stated that the buttons were less responsive and sometimes has to press the buttons twice. The device will be returned for analysis.